Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Upon completion of a routine home hemodialysis treatment, the operator was preparing to rinseback the patient's blood. Syringe tips, which were over tightened into the arterial and venous tubing connections, broke into the tubing. This prevented rinseback of the patient's blood. Treatment was terminated without rinseback, which resulted in a 210cc blood loss. No medical intervention was required.

Manufacturer narrative:
The reported blood loss has been attributed to user error as the operator reported that they had overtightened the syringes causing the syringe tips to break. There is no evidence of a device malfunction. Syringes are not part of the nxstage device. Nxstage cartridge includes standard luer components widely used throughout dialysis industry. The reported blood loss has been reviewed with the patient's facility. Nxstage considers this report closed and will continue to monitor as part of routine complaint process.